Event description:
It was reported that during routine non-invasive electrophysiological study, device failed to deliver high voltage therapy due to what appeared to be a short in the hv circiut; hv pathway impedance was recorded as < 20 ohms. During device changeout, there was no evidence of burn marks on the can or lead system. The pt claims to have fallen shortly after the device was implanted, hitting their chest area. The fall was not device related but may have damaged the device. The device was replaced without incident, chronic lead system was used. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a routine non-invasive electrophysiological study, the device failed to deliver high voltage therapy, due to what appeared to be a short in the hv circiut; the hv pathway impedance was recorded as < 20 ohms. During device changeout, there was no evidence of burn marks on the can or lead system. The patient reports falling shortly after the device was implanted, hitting their chest area. The fall was not device related but may have damaged the device. The device was replaced without incident, chronic lead system was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. Evaluation summary the inability to complete a high voltage therapy was confirmed. The condition was due to gate oxide damage on a transistor in the output circuitry of an integrated circuit. This caused a low resistive short across the transistor. The damaged transistor is part of the current source circuitry, and prevented the output delivery from functioning properly. It was reported that during a routine non-invasive electrophysiological study, the device failed to deliver high voltage therapy, due to what appeared to be a short in the hv circiut; the hv pathway impedance was recorded as < 20 ohms. During device changeout, there was no evidence of burn marks on the can or lead system. The patient reports falling shortly after the device was implanted, hitting their chest area. The fall was not device related but may have damaged the device. The device was replaced without incident, chronic lead system was used. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination (integrated circuit) component/subassembly failure (select specific code from category d) device was out of specification in a manner that relates to event.